Event description:
Through the (B)(6) study the patient reported she had six total joint replacements before the biomet joints were implanted. She also states the biomet joints are the only implants her body did not reject. The patient reported a history of chronic tmj pain with headaches, jaw pain and muscle spasms. She reported a bilateral coronoidectomy on (B)(6) 2004 to remove bone growth. She reports a history of pain management including pain medication, botox and steroid injections.

Manufacturer narrative:
The warnings in the package insert state these type of events can occur. The products remain implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of four for the same event, see also 1032347-2015-00303, 1032347-2015-00304 and 1032347-2015-00306.